Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported issue and determined the most likely cause of the event if the front panel assembly. The fsr replaced front panel assembly, calibrated the touchscreen, and calibrated the blender. The fsr reported the device passed all tests according to factory specifications.

Event description:
The customer reported while using the vela ventilator; the touchscreen blanked out on start up. The customer reported there is no patient involvement associated with the event.